Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported the insulin pump went dead. Customer stated there was a lost sensor alarm he could not cleared, he removed and reinserted the same battery and received a weak battery alarm. Customer then inserted a new battery and received a lost sensor alarm. The alarm could not be cleared by pressing buttons. Customer's blood glucose was 180 mg/dl. Customer resolved weak battery issue by inserting a new battery. A button was not responding when customer was trying to clear alarms. It was found the device had been exposed to perspiration and humidity. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.